Event description:
During evaluation of a returned spectrum iq infusion pump, the device was delayed in recognizing when the door was opened and shut. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was delayed in recognizing when the door was opened and shut. The cause was identified to be a failing input/output printed circuit board (pcb), which requires replacement to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.